Event description:
During a laparoscopic appendectomy procedure, the device was opened and fired three times using white reloads in and around the cecum and appendix. A blue load was installed and fired across the cecum. The device was reported to have only partially fired. Upon removal of the stapler, the tissue had some staples. The tissue was transected and opened in the distal portion of the intended firing area. The procedure was converted to open to repair the colostomy caused by the incomplete staple line, and to determine if there was an injury to the bowel. The o.r. Time was extended by one hour. There was no pt consequence.